Event description:
It was reported that pump displayed malfunction code 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer in resetting pump, confirmed malfunction did not recur, advised that pump use could continue.